Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message was confirmed during archive review and functional testing. The root cause of the reported complaint was the defective pca processor board. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) and system error - 136 (invalid parameters block), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message. No patient involvement.